Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. During visual inspection, no moisture damage on keypad assembly and no cracks on u1 traces. However, the adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that several 61 stuck key alarms were displayed on (B)(6) 2024 at 14:44:25 through 22:30:16. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. All keypad connectors were plugged in properly and no cracks on keypad gold flex traces were noted. During deconstructive analysis, it was determined that the ingress of water lead to the corroding of electronic assembly . Corroded j1 component on pcba1 and jp1 gold flex connector. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube),cracked case on battery side, scratched case, stained keypad overlay and pillowing keypad overlay. In conclusion, the customer allegation for stuck key alarm was not confirmed when no 61 stuck key alarms were noted during testing of unit. All keypad buttons were responsive and working properly. No moisture damage was noted on keypad overlay assembly or cracks on u1 traces. However, corroded j1 component on pcba1 and jp1 gold flex connector was noted possible causing an intermittent button response and triggering stuck key alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and the customer reported receiving a stuck button alarm. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.